Event description:
It was reported that this lead was exhibiting impedance issues during placement. It was suspected a lead perforation but it was not identified. The lead was repositioned and normal readings were confirmed. The lead remains in service. No additional adverse patient effects were reported.